Event description:
It was reported that the right monitor is displaying touch screen errors that will not clear. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a faulty touchscreen and a blown fuse in the power distribution board. Ge rep replaced the fuse and touch screen. System operates as intended.